Event description:
According to the reporter: during use, a part of housing disengaged, but nothing fell into the cavity. The procedure was completed with this port without problems. No tissue damage. No bleeding. No extended operating room time reported. Pt status is ok. No further pt info available.

Manufacturer narrative:
(B) (4).